Manufacturer narrative:
H3: analysis found that during pre-check "patient interface fault detected, check patient interface fuse" after entering the monitoring screen. Failure analysis 1k 9 resistor (r21) is burned on the afe board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the nim patient interface had no stimulation response, fuse error report. No feedback current. Impedance check was passed. Stimulus was set to 0.8ma. Sw present 1.5.4. There was no patient involvement.